Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test the alert functionality and patient reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed and did not confirm the reported event of no audio output. A CAPA has been initiated for this issue.